Event description:
Reference manufacturer numbers: 1627487-2019-06661, 1627487-2019-06662. It was reported that the patient had their scs system removed sometime in 2011. The patient reported feeling a tingling sensation in their fingers, so they had the device explanted. No further information was made available to the manufacturer.